Event description:
Caller reported an issue with a cgm error occurring, identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided detailed instructions for resetting the pump. After completing the reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.